Event description:
During a filter implantation procedure, the optease filter experienced difficulty retracting into the sheath for position adjustment. The optease was placed in the vena cava, just above the iliac vein bifurcation, but the physician was not satisfied with the location. An 8 fr sheath was inserted for retrieval and repositioning, the physician attempted to collapse the filter, but it was caught on something. The account states the physician met significant resistance in the attempt to recapture the filter, he was finally able to free the filter, and at this point the sheath and filter "flew out on to the floor". The product was discarded by the hospital thus unavailable for analysis. There is no reported injury for the patient, and no further information has been forthcoming despite multiple requests.

Manufacturer narrative:
There was no sterile lot number available, thus no device history record review could be completed. With the limited amount of information available and without the return of the product for analysis, it is difficult to draw a clinical conclusion between the product and the reported event. There maybe procedural, patient and vessel / lesion characteristics that contributed to the event.